Event description:
A 26 year old male with medical hisotry of aortic insufficiency underwent aortic root replacement using 22mm aortic hamograft on 11/11/87. 3 years later pt required explant using 23mm. Valve due to aortic insufficiency. Operative report noted "aortic valve found to have marked calcification. Thinning, torn leaflets and gross degeneration." Site relates event to homograft.